Event description:
It was reported that the pt has been unable to hear with their implant system since 2004. The exchange of the external equipment did not alter the situation. Testing showed that the device is malfunctioning.